Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Analysis revealed a set screw with a rounded socket.

Event description:
It was reported that the physician claimed he was unable to engage the atrial and ventricular setscrews of the implantable cardioverter defibrillator (ICD) and was unable to move them in either direction. During the closing process, noise was indicated on the atrial channel. The leads were removed and the header was irrigated to remove blood that had ingressed. The atrial port could not be completely cleared. The physician then attempted to reattach the leads but was unsuccessful in attaching the atrial lead due to set screw performance. The ICD was not used but was replaced successfully with another. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).